Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached for supplier evaluation.

Event description:
It was reported on 07/13/2022 by a facility representative via sems that an 000000000976000100 angel centrifuge malfunctioned. This was discovered during a case with no patient harm.